Event description:
It was reported to philips that customer just requested to order battery, no malfunction of device reported.

Manufacturer narrative:
Investigation confirmed that customer just requested to order battery, no malfunction of device reported. Non-reportable since there was no death or serious injury reported, and there was no device malfunction.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that battery is requested as there's a battery fault. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.